Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. No missing piece of conductor wire insulation. The instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. Also, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.076¿ - 0.213¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the maryland bipolar forceps instrument had a wire steal was broken. The procedure was completed with no patient injury and with no delay.